Event description:
The customer contacted beckman coulter inc (bec) to report the manual probe of the lh500 instrument was leaking diluent and clenz. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, eye protection, and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds was reported. No injury or death was reported in association with this event. On the day of the event, a bec field service engineer (fse) observed that the secondary probe was bent and leaking. The secondary probe carries blood, diluent, and clenz (cleaner). Fse straightened probe and ran multiple samples in primary and secondary mode. No further evidence of leaking was noted. The fse did not confirm if there was the presence of clenz in the leak as advised by the customer. Root cause for the leak was a bent secondary probe.

Manufacturer narrative:
(B)(4).